Event description:
During an esophagogastroduodenoscopy (egd) provider was unable to deploy variceal bander. Provider put on a new bander and was able to deploy bands. Procedure done successfully. No patient injury from procedure noted .